Manufacturer narrative:
Additional information: d10, h2, h3, h4, h6, h10. Device identifier # (B)(4). The device has been returned for evaluation and showed that the unit received has older internal parts that would need to be updated to the revised parts. The lock needed new components added to replace internal parts; the unit also needed to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The observed condition was likely caused by wear and tear or improperly handling of the device. No device history record (DHR) review was possible as no serial number was provided. The reported compliant was confirmed from the evaluation. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that there was a play or movement in the gears of an a2009 ultra 360 patient positioning system. There was no known patient contact or injury nor delay in surgery.